Event description:
Additional information received reported that the patient was doing well after surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device would not be replaced with another at explant. The device had not worked for the patient since implant. The patient was assisted with turning the device off and her head started trembling but then it stopped. The patient noted that the incision around the battery hurt. The patient also stated that when the device was turned on during programming she would not respond with mouth drop side effects, ¿they never happened.¿ about two weeks later it was reported that only the battery was explanted. The following day it was reported that the battery had just been replaced a ¿few months ago¿ and it was working normal. The leads and extensions remained in the patient. No abnormalities were found during the surgery.

Event description:
Additional information received reported that the patient was having their battery explanted on 2013-(B)(6).

Event description:
It was reported that the patient had a battery replacement in (B)(6) 2013 and the patient is not getting any therapeutic benefit. It was noted that the impedances were checked and were low at case and zero, case and three, and zero in three. Therapy impedances were reportedly 200. It was also noted that the patient was programmed at case positive, one negative and zero negative. The patient had also reportedly fallen several times. It was noted that the patient would fall because she was going to have back surgery and it was related to back pain and leg pain, and not from her tremor. It was further reported that the patient was turned up to 5 volts and she did not feel anything. It was also noted that there were no side effects. It was later reported that the patient expressed interest in having only the implanted device removed. It was later reported that the patient has been seen at their health care provider¿s office on (B)(6) 2013. It was noted that they tried to change the lead configuration but the patient did not feel anything. It was also noted that the patient felt the same way when the device was on as she did when it was off. The patient reportedly insisted that the device be taken out. No removal procedure had been scheduled as of the date of the report.

Manufacturer narrative:
Product ID: 3387-40, lot# j0546531v, implanted: (B)(6) 2005, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).